Event description:
It was reported that the subject device had opaque vision. The issue was found during set up/inspection for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope connector is dirty, circuit board unit in scope connector is dirty, and the plastic distal end cover (c-cover) has foreign objects. Based on the results of the investigation, it is likely the opaque/ poor quality image occurred due to a stain on the light guide lens. Regarding the dirty scope connector and circuit board, it is likely these issues occurred due to water leakage. The cause of the foreign material on the distal end cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.